Manufacturer narrative:
The e410 error code was observed on the bed frame control panel. The e410 error code is a general service error. When the error code appears, the troubleshooting section of the citadel plus instruction for use (831.374-en rev 11) instructs to call an arjo-approved service agent. Thus, the customer reacted accordingly to the IFU. The arjo service technician instructed the customer employee over the phone how to perform a reset of the bed. All controls became functional again and the bed deck was returned to the level (no tilt) position. We were not informed about the circumstances in which the problem occurred. It is unknown why the bed displayed error code and was not operational. Based on the information that the problem was resolved over the phone and no further issues were claimed by the customer it is concluded that there were no bed malfuctions causing the bed stuck. The preventive maintenance section of IFU indicates to ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)¿ weekly. The arjo device was not meeting its specification as the e410 error was displayed. The complaint was decided to be reportable due to the indication that the bed was stuck in trendelenburg position when was in use by the patient. H3 other text : issue resolved over the phone

Manufacturer narrative:
The e410 error code is a general service error. When the error code appears, the troubleshooting section of the citadel plus instruction for use (831.374-en rev 11) instructs to call an arjo-approved service agent. Thus, the customer reacted accordingly to the IFU. Additionally, the preventive maintenance section of IFU indicates to ¿carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)¿ weekly.currently we are in the proces of analyzing the data. Final conclusions will be provided in the final report.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. We were informed that the error e410 was displayed on the side rail control panel, and the bed platform was stuck in the trendelenburg position. The service consultant instructed the customer employee over the phone how to perform a reset of the bed. All controls became functional again and the bed deck was returned to the level (no tilt) position. The bed frame was in use when the issue occurred. No injury was claimed. No further issues were claimed.